Manufacturer narrative:
Citation: reardon mj et al. Two-year outcomes after transcatheter aortic valve replacement with mechanical vs self-expanding valves: the reprise iii randomized clinical trial. Jama cardiol. 2019 feb 27. Doi: 10.1001/jamacardio.2019.0091. [Epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the two-year outcomes following transcatheter aortic valve replacement in patients treated with a mechanically expanded bioprosthesis or a self-expanding bioprosthesis. All data were collected from 55 centers between september 2014 and december 2015 (2-year follow-ups occurred october 2016 through april 2018). The study population included 912 patients (predominantly female; mean age 83 years), 297 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all corevalve patients, the all-cause mortality was 22.5% (65 patients) and the cardiovascular mortality was 15.9% (45 patients), respectively. Based on the available information, medtronic product was not directly associated with the death(s). Among all corevalve patients, adverse events included: new permanent pacemaker implantation, repeat procedure for valve-related dysfunction (transcatheter or surgical), disabling/non-disabling stroke, valve dislodgement/migration, myocardial infarction, hospitalization for valve-related symptoms, mild-moderate-severe aortic regurgitation/paravalvular leak, new-onset atrial fibrillation/flutter, major vascular complications, and life-threatening or disabling bleeding. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.